Event description:
It was reported that the user experienced low glucose of 62 mg/dl on the pump after announcing dinner, confirmed the low by fingerstick, and treated with oral glucose; she had been advised to perform a factory reset but was instructed to wait until glucose returned to target range prior to reset. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.